Event description:
The field engineer reported that the system ramped to max in the lateral position. The system was intermittently inoperable when laterally positioned. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.